Event description:
It was reported that on (B)(6) 2005: CT of lumbar spine w/o contrast shows discogenic degeneration at l4-l5 and l5-s1 w/ minimal degenerative spondylolithesis at l4-5 level w/ moderate central canal canal stenosis and bilateral foraminal encroachment. L5-s1 show a combination of annular bulge/ posterolateral hypertrophy and effacement of ventral thecal contour (B)(6) 2005: MRI of cervical and lumbar spine for lbp, numbness in hands and left sided weakness showed multilevel spondylotic disease of the lumbar and cervical spine w/ multiple disc protrusions, most remarkable at c4-5 and l4-5 (B)(6) 2005: office note for initial evaluation fo patient for 10 year history of neck pain and 5 year history of low back pain; assessed multiple level cervicai spondylosis with myelapathy. Lumbar l4-5 spondylolisthesis with mainly mechanical back pain. Discussed neck fusion. On (B)(6) 2005: cervical myelography for neck pain and stenosis (B)(6) 2005: patient underwent anterior cervical fusion c3-4, c4-5 and c5-6; IV disc excision; fusion/ refusion 2-3 vertebrae, using r hbmp-2/acs and cornerstone psr. On (B)(6) 2006: second post op office visit . Patient reports swallowing difficulty; rest of notes not present. On (B)(6) 2006: MRI spinal/ can/lum w/o: development f degenerative spondylolisthosis at l4-5 and severe hypertrophic facet hypertrophy and mild annular bulge. Mild to moderate spinal stenosis and mild facet arthropathy at l3-4 and l5-s1. On (B)(6) 2006: office note indicates evaluation for low back pain and patient requesting surgery. MRI ofthe lumbar spine that shows degenerative spondylolisthesis at l4-5 which is the worst level, given her some spinal stenosis. The spondylolisthesis has increased since the last time she had the MRI so it seems that the l4-5 space is the worst. Plan to send for diagnostic diskogram. On (B)(6) 2006: lumbar discography is positive for reproduction of low back pain at l4-5, l5-s1; normal nuclear morphology at l3-4 w/o reproduction of low back pain. On (B)(6) 2006: office note indicates re-evaluation for lumbar discography results. Discussed surgical options and discussed scheduling. On (B)(6) 2006: CT lumbar spine w/o contrast shows CT stealth protocol of the compatible with severe central degenerative spinal stenosis at the l4-5 level, no overt stenosis identified at l3-4 or ls-s1 and degenerative disk disease at l4-5 and l5-s l. On (B)(6) 2006: lumbar spine with 2-3 views shows degenerative lumbar 4-5 spondylolithesis/ l5 s1 spondylosis. Patient underwent l4 lumbar decompressive laminectomy, discectomies, l4-5 and l5-s1, posterior lumbar interbody fusion, l4-5 and l5-s1, using the capstone system and infuse, instrumentatlon using multi-axial pedicle screw and rod with crosslink l4 to s1, and posterolateral fusion using master graft matrix and infuse. The patient¿s discharge summary indicates heavy smoker, w/secretion problems and atelectasis and infiltrates in her lungs, requiring respiratory treatments, incentive spirometry, and a nicotine patch, small amount of drainage in the low lumbar area required dally dressing changes. On (B)(6) 2006: first post op visit with c/o wound drainage problems w/ decision to revise the wound w/ schedule date of (B)(6) 2006. On (B)(6) 2006: wound infection/ dehiscence requiring or procedure to irrigate, debride, drain with large retention sutures placed; discharged on antibiotics. On (B)(6) 2006: office note indicates re-evaluation for wound w/ wound healing well except cenetr where there is a ¿little bit¿ of necrosis and minimal drainage but c/o itching therefore betadine d/c and changed to saline. On (B)(6) 2006: office note indicates re-evaluation for wound w/ wound healing well and minimal drainage w/ removal of most of big retention sutures and ¿doing better¿. On (B)(6) 2006: office note indicates re-evaluation for wound w/ wound healing well and minimal drainage. On (B)(6) 2006: office note indicates re-evaluation for wound healing and indicates no drainage. On (B)(6) 2006: office note indicates re-evaluation at 1 month post op. Back is well healed w/ ¿little bit of discomfort in right le¿. On (B)(6) 2006: office note indicates re-evaluation at 3 months post op. Has slight twinge in the right back leg, and a slight twinge in her back where her old incisions are healing. She says that she has no back pain. On (B)(6) 2007: office note indicates re-evaluation of tens unit not successful for for back/ leg pain thought to be caused by post op sc arring. Proposed spinal cord stimulator. On (B)(6) 2007: right lymph node swelling; neck ultrasound completed on (B)(4) 2007: bilateral MRI of breast w w/o contrast shows unremarkable findings for breast bilaterally. On (B)(6) 2007: CT neck soft tissue w/o contrast for right neck mass shows postoperative changes of anterior cervical fusion from c3 through c7. No discrete neck mass. On (B)(6) 2008: MRI of cervical spine w <(>&<)> w/o contract shows: ¿ status post interval anterior fixation sad interbody bone plug placement of the c3-4, c4-5, and c5-6 levels with normal anatomic a lignment ¿ a broad-based disk bulge w/ posterior osteophyte formation; mild bilateral joint degenerative changes, superimposed right paracantral disc protrusion at c6 7 level. ¿ moderate right/ mild left neural foraminal narrowing ¿ no evidence of central canal stenosis or abnormal contrast ¿ c7-ti, c5-6, c4-5, c3-4 and c2-3 levels demonstrate mild bilateral joint degenerative changes with no evidence of disc bulge, focal disc herniation, central canal stenosls, neural foraminal narrowing, or abnormal contrast enhancement on (B)(6) 2008: office note indicates re- evaluation of cervical MRI results (herniated disc at c6-7, one level below fusion) and persistent pain in back of the neck. Recommended spinal cord stimulation for low back pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.